Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility nurse reported a blood leak that occurred 1.5 hours after the start of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between heparin line and the blood line. There was no damage noticed on the bloodline, and this was reportedly a separation rather than a disconnection. The patient¿s estimated blood loss (ebl) was approximately 350ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was moved to another machine and completed treatment with new supplies. The complaint device was discarded and are not available to be returned to the manufacturer for physical evaluation.